Event description:
The balloon ruptured into pieces inside the pt cavity at the end of the procedure. However, the pieces of balloon were retrieved from the pt cavity to complete the case. Procedure: lap chole pt status: no pt injury reported.